Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the outer sheath covering detached from the catheter. No other damage was noted. A plastic stent was placed and the patient will return for another ercp and stent removal. Reportedly the device was not inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back, the sheath was found to be buckled in multiple areas, and was found to be torn at distal end of the heat shrink. Functionally the basket failed to extend due to the damage noted to the sheath and the heavy residue. The condition of the returned incident device was consistent with the complaint that the sheath covering detached. During device evaluation it was also noted that the guidewire lumen (side-car) presented push-back and the sheath was torn and buckled. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors along with heavy contrast residue limiting the device performance. The device history record review confirms that the accepted devices met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6) old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the outer sheath covering detached from the catheter. No other damage was noted. A plastic stent was placed and the patient will return for another ercp and stent removal. Reportedly the device was not inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.